Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, live birth in 2000, live birth in 2009 and live birth on (B)(6) 2010. Previously administered products included for an unreported indication: ortho tri-cyclen from 2001 to 2008. Concomitant products included ibuprofen (motrin). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("severe and persistent back pain"). In 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), uterine polyp ("uterine polyps"), cyst ("cysts"), depression ("depression"), loss of libido ("diminished sex drive"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), abdominal pain ("severe and persistent abdominal pain"), mood swings ("mood swings"), abdominal distension ("bloating"), abortion spontaneous ("miscarriage"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), teeth brittle ("teeth were still brittle/teeth were still breaking"), oedema peripheral ("edema in my legs"), tooth loss ("lost all of her molars and many of my upper teeth and a few teeth in front"), migraine ("migraines"), premature labour ("preterm labor") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with prednisone and surgery (essure removal). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, headache, fatigue, alopecia, dyspareunia, uterine polyp, cyst, depression, loss of libido, paraesthesia, hypoaesthesia, back pain, abdominal pain, mood swings, abdominal distension, abortion spontaneous, allergy to metals, abdominal pain lower, feeling abnormal, teeth brittle, oedema peripheral, tooth loss, migraine, fibromyalgia, premature labour and investigation noncompliance had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, back pain, cyst, depression, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, investigation noncompliance, loss of libido, migraine, mood swings, oedema peripheral, paraesthesia, pelvic pain, premature labour, teeth brittle, tooth loss and uterine polyp to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event severe and permanent injuries deleted and irregular bleeding,headaches,fatigue,hair loss,painful intercourse, uterine polyps,cysts,depression,diminished sex drive,tingling,numbness, severe and persistent back pain,severe and persistent abdominal pain,mood swings,bloating,pelvic pain female, miscarriage,allergic to nickel/hypersensitivity reaction to nickel,cramping, brain fog,teeth were still brittle/teeth were still breaking,edema in my legs,lost all of her molars and many of my upper teeth and a few teeth in front,migraines,fibromyalgia, preterm labor and did not undergo an essure confirmation test added. Historical conditions, concomitant drugs and treatment drugs added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), device dislocation ("migration of coils"), genital haemorrhage ("irregular bleeding"), sjogren's syndrome ("sjogren's syndrome"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 30-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included live birth in 2000, live birth on (B)(6) 2009, live birth on (B)(6) 2010 and preterm labor. Previously administered products included for an unreported indication: ortho tri-cyclen from 2001 to 2008. Concomitant products included ibuprofen (motrin). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding ("irregular severe dysfunctional uterine bleeding"). In (B)(6) 2011, the patient experienced urinary tract infection ("frequent urinary tract infections") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6) 2012, the patient experienced back pain ("severe and persistent back pain"). In (B)(6) 2012, the patient experienced post-traumatic stress disorder ("ptsd"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts"). In 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), uterine polyp ("uterine polyps"), depression ("depression"), libido decreased ("diminished sex drive"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), abdominal pain ("severe and persistent abdominal pain"), mood swings ("mood swings"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), teeth brittle ("teeth were still brittle/teeth were still breaking"), oedema peripheral ("edema in my legs"), tooth loss ("lost all of her molars and many of my upper teeth and a few teeth in front") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with prednisone, metronidazole (flagyl), metronidazole (metrogel), iron (iron supplement), hydrochlorothiazide, simvastatin, surgery (essure removal) and surgery (essure removal). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, headache, fatigue, alopecia, dyspareunia, uterine polyp, depression, libido decreased, paraesthesia, hypoaesthesia, back pain, abdominal pain, mood swings, abdominal distension, allergy to metals, abdominal pain lower, feeling abnormal, teeth brittle, oedema peripheral, tooth loss, migraine and fibromyalgia had not resolved and the device dislocation, sjogren's syndrome, ovarian cyst, dysfunctional uterine bleeding, post-traumatic stress disorder, anxiety, panic attack, urinary tract infection and bacterial vaginosis outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, libido decreased, migraine, mood swings, oedema peripheral, ovarian cyst, panic attack, paraesthesia, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, sjogren's syndrome, teeth brittle, tooth loss, urinary tract infection and uterine polyp to be related to essure. The reporter commented: the plaintiff reports essure was removed, but fallopian tubes and uterus were not removed. Discrepant information: pfs stated she "did not undergo an essure confirmation test" however it was previously reported she underwent a hsg on (B)(6) 2016. Diagnostic results: on (B)(6) 2016 she underwent hysterosalpingogram test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), device dislocation ("migration of coils"), genital haemorrhage ("irregular bleeding"), sjogren's syndrome ("sjogren's syndrome"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 30-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "miscarriage". The patient's past medical history included live birth in 2000, live birth on (B)(6) 2009, live birth on (B)(6) 2010 and preterm labor. Previously administered products included for an unreported indication: ortho tri-cyclen from 2001 to 2008. Concomitant products included ibuprofen (motrin). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding ("irregular severe dysfunctional uterine bleeding"). In (B)(6) 2011, the patient experienced urinary tract infection ("frequent urinary tract infections") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2011, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6) 2012, the patient experienced back pain ("severe and persistent back pain"). In (B)(6) 2012, the patient experienced post-traumatic stress disorder ("ptsd"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts"). In 2015, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), uterine polyp ("uterine polyps"), depression ("depression"), libido decreased ("diminished sex drive"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), abdominal pain ("severe and persistent abdominal pain"), mood swings ("mood swings"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), teeth brittle ("teeth were still brittle/teeth were still breaking"), oedema peripheral ("edema in my legs"), tooth loss ("lost all of her molars and many of my upper teeth and a few teeth in front") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with prednisone, metronidazole (flagyl), metronidazole (metrogel), iron (iron supplement), hydrochlorothiazide, simvastatin and surgery (essure removal). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, headache, fatigue, alopecia, dyspareunia, uterine polyp, depression, libido decreased, paraesthesia, hypoaesthesia, back pain, abdominal pain, mood swings, abdominal distension, allergy to metals, abdominal pain lower, feeling abnormal, teeth brittle, oedema peripheral, tooth loss, migraine and fibromyalgia had not resolved and the device dislocation, sjogren's syndrome, ovarian cyst, dysfunctional uterine bleeding, post-traumatic stress disorder, anxiety, panic attack, urinary tract infection and bacterial vaginosis outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, libido decreased, migraine, mood swings, oedema peripheral, ovarian cyst, panic attack, paraesthesia, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, sjogren's syndrome, teeth brittle, tooth loss, urinary tract infection and uterine polyp to be related to essure. The reporter commented: the plaintiff reports essure was removed, but fallopian tubes and uterus were not removed. Discrepant information: pfs stated she "did not undergo an essure confirmation test" however it was previously reported she underwent a hsg on (B)(6) 2016. Diagnostic results: on (B)(6) 2016 she underwent hysterosalpingogram test. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received an events " ovarian cyst, irregular severe dysfunctional uterine bleeding, ptsd, anxiety, panic attacks, frequent urinary tract infections, bacterial vaginosis, migration of coils, sjogren's syndrome" are added.concomitant and treatment drug are added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.